Event description:
The end user reported that medical attention was sought in (B)(6) 2016 between 3am to 7am due to inconsistent readings from the prodigy diabetes glucose meter. End user stated that she could not sleep and performed a blood glucose test and received a hi result. The paramedics were called and performed a blood glucose test but she could not recall the exact reading and believes it was 20 mg/dl. She received fluids to assist in raising her glucose but could not remember exactly what was administered. The end user was transported to the ER and admitted to the hospital for observation. No further information was provided.